Event description:
The catheter was placed in 2005 in the right basilic. No difficulties were noted during placement. The catheter was secured with tegaderm dressing. Two days later, the clinician removed the tegaderm dressing and identified that the site was bleeding actively. The catheter was found sitting to the sie of the insertion site. Approximately 1cm of the catheter was still attached to the adapter portion with possible tissue residue. The patient was taken to vascular and the remainder of the catheter was successfully retrieved without difficulty. No additional hospitalization was required due to the event. The clinician stated that at one point the catheter was noted to be difficult to flush with sluggish blood flow. A comment was made that during a flush they did see the catheter "ballooning" and then it flushed okay.